Event description:
It was reported that during the lead implant, while the guide catheter was being slit, the slitter blade dislodged from the guide catheter, the lead became trapped in the slit/cut that was made in the guide catheter and dislodged. An attempt was made to extract the lead but the lead had a strong tendency to get caught in the slit/cut that was made in the guide catheter. The lead was not implanted due to the possibility of damage. A new guide catheter was used to implant a different lead without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.